Event description:
It was reported that the patient presented for a device upgrade and right ventricular (rv) lead replacement. The riata rv lead was found during a previous generator change in 2021 to have had externalized conductors though electrical testing was normal. The riata rv lead was capped on (B)(6) 2023 and replaced. The patient was stable.